Event description:
It was reported that during an unknown procedure, the firing trigger could not stroke to the end. No staple deployed on the tissue. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the trigger advanced and no staples deployed (would not staple)? Did the device locked out with no staples deployed (would not fire)? Response from the affiliate: the firing trigger could stroke, but could not stroke p to p (plastic to plastic). No staple deployed. The analysis results showed that the tx30g device arrived in good visual condition and with a reload loaded on the device. The reload was received with only 14 staples present. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch record was reviewed and no anomalies were noted during the manufacturing process.